Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shocking impedance measurement. Boston scientific technical services (ts) advised troubleshooting for a possible loose proximal set screw issue. The impedance was 90 ohms when programmed right ventricular (rv) lead coil to can. The device was left in this configuration. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.